Manufacturer narrative:
A lens work order search revealed there were no similar complaints within the work order. Medical review-review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2014. The patient reported glare and haloes. An icl exchange is planned for (B)(6) 2015. The lens remains implanted.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Pt weight:unk. Explant date: n/a. (B)(4). Device evaluated by the manufacturer? No. Lens remains implanted. (B)(4). Lens remains implanted.